Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was "in the hospital for a week" with an elevated blood glucose (bg) level of 800 mg/dl due to "lack of supplies". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, customer did not respond and root cause could not be verified. Date of event is approximate.